Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B60755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), abdominal distension ("bloat"), postoperative wound infection ("infection from hysterectomy incision"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headache"), nausea ("nausea"), anxiety ("worsened anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, abdominal distension, postoperative wound infection, tooth disorder, fatigue, alopecia, migraine, nausea, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, postoperative wound infection, tooth disorder and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 15-oct-2020: medical records received. Essure lot number was added. Reporter was added. On 7-oct-2020: plaintiff information form received. Patient date of birth was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), abdominal distension ("bloat"), postoperative wound infection ("infection from hysterectomy incision"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headache"), nausea ("nausea"), anxiety ("worsened anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, abdominal distension, postoperative wound infection, tooth disorder, fatigue, alopecia, migraine, nausea, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, postoperative wound infection, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), abdominal distension ("bloat"), postoperative wound infection ("infection from hysterectomy incision"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headache"), nausea ("nausea"), anxiety ("worsened anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, abdominal distension, postoperative wound infection, tooth disorder, fatigue, alopecia, migraine, nausea, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, postoperative wound infection, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B60755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), abdominal distension ("bloat"), postoperative wound infection ("infection from hysterectomy incision"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headache"), nausea ("nausea"), anxiety ("worsened anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, abdominal distension, postoperative wound infection, tooth disorder, fatigue, alopecia, migraine, nausea, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, postoperative wound infection, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.